Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be eye punching issue due to sharp edges on eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the tips of the catheters were rough, and caused discomfort. No medical intervention was reported.